Event description:
Caller states patient received the following results on the inform system while using comfort curve test strips: 29 mg/dl, 145 mg/dl, 61 mg/dl, 200 mg/dl, and 93 mg/dl. The meter results were obtained between 23:00 and 23:10. A lab value drawn within 10 minutes of the reported results returned as 216 mg/dl (result was not obtained until midnight). Patient was treated with dextrose at 23:47 based on one of the reported meter results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.